Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. No nonconformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a tumor removal, c3-t9 posterior fusion, and c7-t1 corpectomy using the xrl interbody spacer system, while the technician was loading the cage on to the inserter instrument at the back table, the inserter instrument would not function properly. The pin on the back of the handle that goes down the inserter instrument to close onto the spacer would not go thru the inserter. Thus, the pin became stuck inside the instrument. Postoperatively, it was reported that after the instruments came out from the wash, the pin was pulled from the instrument. Due to this event, an additional 20 minutes was added to operating room time. To complete the surgery, the surgeon chose to use the depuy x-mesh vbr cage in place of the synthes xrl spacer at t4-t5 disk level. Surgery was completed successfully. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
A pd event evaluation was conducted. The report indicates that one xrl spreader (part# (B)(4), lot# 8520351, mfg date jul2013), one xrl medium shaft (part# (B)(4), lot# 8377130, mfg jun2013) and one xrl release tool (part# (B)(4), lot# 8373725, mfg may2013) were returned with the complaint that while ¿using the xrl interbody spacer system, while the technical was loading the cage on to the inserter instrument at the back table, the inserter instrument would not work properly. The pin on the back of the handle that goes down the inserter instrument to close onto the spacer would not go thru the inserter. The pin would not go down causing the pin to become stuck inside the instrument. Postoperatively, the sales consultant stated that after the instruments came out the wash he pulled the pin from the instrument. ¿the technique guide for the xrl system was reviewed for the proper assembly methods and use of this device. Upon receipt of these devices they were found to be in good condition, with no signs of damage, and were easily assembled together properly, and could be disassembled as designed. This complaint is unconfirmed. It is unknown what led to this complaint, it is probable that there was either a blockage of one of the shafts, or that the device was not properly assembled. The associated drawings for the xrl spreader, xrl medium shaft, and xrl release tool were reviewed and the materials, designs, and finishing processes were found to be adequate for the intended use of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.